Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : the caller returned the faulty meter to the pharmacy, it cannot be returned, probably disposed by the pharmacy.

Event description:
The patient's husband reported that the accu-chek guide meter was unavailable for use, not powering on during a serious injury event. Prior to the event the customer had measured a blood glucose level of around 500 to 600 mg/dl, then the meter switched off and could not be started again. The emergency service was called as the patient felt very bad and finally went unconscious. With the doctor´s meter the same happened, it measured a high result, then could not start again. No exact values were provided. The patient was admitted to the hospital. After his wife had been admitted to hospital, the customer replaced the battery in order to check if he could restart the meter, but without success. The user's husband did not provide details of the hospital or treatment, he was very nervous and upset due to the event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.